Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported audio anomaly via phone call. Customer blood glucose reading at the of the incident is 211 mg/dl. Customer state the insulin pump does not beep. The issue reoccurred after troubleshooting. The insulin pump will be returning for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or beep anomaly, absence of audio or beep alarms or pump error 63 alarms in the formatted history noted during testing. (B)(4).